Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips the therapy cable was unable to deliver therapy. The customer wiggled the therapy cable at the connector end and the issue was resolved and therapy resumed. Patient involvement was noted. Device was able to resume therapy. No alleged patient harm.